Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were no allegations or product specific complications against any medtronic products. No further information was provided.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿occurrence of atrial fibrillation while isolating the left atrial appendage due to vasdospasm at the sinoatrial node artery.¿ turk kardiyol dern ars 2017;45(6):572. Doi: 10.5543/tkda.2017.37485. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon/mapping catheter: there was one (1) patient who experienced a vasospasm during the ablation procedure. The patient was given intracoronary nitrate, and the vasospasm was ¿rapidly relieved.¿ the status/location of the cryoballoon/mapping catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.